Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was connected to a water bag to test for leak. Results: upon connecting the returned mr290v chamber to a water bag, a drop of water began to build at the connection between the water feedset tube and the bag spike. A sufficient amount of glue was found at the waterbag spike and feedset tube connection. However the glue was only partially bonding. A lot check revealed no other complaints of this nature for lot number 130527. Conclusion: we are unable to determine the cause of the problem reported by the customer. The observed leak between the spike and feedset tube connection was due to the failure of the glue bond. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the reported leak developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the feedset tube and bag spike on an mr290 autofeed humidification chamber. This was found three days after use. No patient consequence was reported.